Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting constant beeping.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting constant beeping.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 17-feb-2022. We do not use the pumps for medical treatment. No fluids are given internally- only for external use. H6: event problem and evaluation codes: updated after device evaluation.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "no disposable" message. The investigation found that the device duplicated the reported issue. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.